Manufacturer narrative:
On 9/29/2020, the product investigation was completed. It was reported that a 57-year-old male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. During the procedure, a force sensor error 106 appeared on the carto 3 system while the thermocool® smart touch® sf bi-directional navigation catheter (stsf) was connected. The cable was reseated and exchanged without resolution. The stsf catheter was exchanged and the issues resolved, case continued successfully. The catheter was determined to be the root cause of the issue reported. The carto 3 system was operating per specs. This issue of a force sensor error 106 is not MDR reportable since the catheter cannot be used and needs to be replaced. The overall risk to the patient is remote. It was also reported, later in the procedure the patient suffered a pericardial effusion. While ablating in the right ventricular outflow tract with the replacement stsf catheter (d134805 / 30387696m) at 40 watts, an impedance spike was observed, and the ablation was stopped. The physician repositioned the catheter, started ablating again and a steam pop was felt and noticed by the physician. Cardiac tamponade was diagnosed on intracardiac echocardiography (ice). A cardiothoracic surgical team was called, and the patient underwent open heart surgery. Patient was in stable condition and fully recovered from the adverse even. It is unknown if extended hospitalization was required. Physician¿s opinion regarding the cause of the adverse event is that it was procedure and patient condition related. Device evaluation details: the device was visually inspected, and it was found in good conditions. Then, deflection, electrical and temperature features were tested and were observed within specifications. Then, magnetic sensor functionality was tested on carto and the catheter failed, error 105 and 106 were observed. Then, an irrigation test was performed and the catheter failed, the catheter handle was leaking. A failure analysis was performed, and catheter handle was opened and a leakage was found in handle near the shaft. Also, corrosion was found on pc board was found. A manufacturing record evaluation was performed and no internal action related to the complaint was found during the review. The root cause of the adverse event remains unknown. The root cause of the leakage and corrosion on catheter observed on the pc board cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the use of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a (B)(6) year-old male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. During the procedure, a force sensor error 106 appeared on the carto 3 system while the thermocool® smart touch® sf bi-directional navigation catheter (stsf) was connected. The cable was reseated and exchanged without resolution. The stsf catheter was exchanged and the issues resolved, case continued successfully. The catheter was determined to be the root cause of the issue reported. The carto 3 system was operating per specs. This issue of a force sensor error 106 is not MDR reportable since the catheter cannot be used and needs to be replaced. The overall risk to the patient is remote. It was also reported, later in the procedure the patient suffered a pericardial effusion. While ablating in the right ventricular outflow tract with the replacement stsf catheter (d134805 / 30387696m) at 40 watts, an impedance spike was observed, and the ablation was stopped. The physician repositioned the catheter, started ablating again and a steam pop was felt and noticed by the physician. Cardiac tamponade was diagnosed on intracardiac echocardiography (ice). A cardiothoracic surgical team was called, and the patient underwent open heart surgery. Patient was in stable condition and fully recovered from the adverse even. It is unknown if extended hospitalization was required. Physician¿s opinion regarding the cause of the adverse event is that it was procedure and patient condition related. The reported impedance spike is not MDR reportable since if impedance exceeds the user-selected cut-off and the generator stopped delivering rf energy as intended, the risk to the patient is remote.